Event description:
When emt, (B) (6), removed the blade from its storage area in the ambulance, which is an intubation pouch inside an airway bag, the blade was broken at the base of the acrylic bundle. A pt was waiting to be intubated. Unable to use the macintosh size 4 blade the emt used an alternative sized blade and was able to intubate. The defective device was not used on the pt as the device was broken prior to intubation attempt.